Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4), the proximal segment of the lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. Products: (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2012 (B)(6). (B)(4).

Event description:
The lead was returned the manufacturer after being explanted due to a heart transplant, was analyzed and tested out of specification. No patient complications have been reported as a result of this event.